Manufacturer narrative:
The qc results were within the specified ranges. The alarm trace had several sample aspiration-related alarms that indicate incorrect aspiration. The patient sample was centrifuged for 15 minutes at 4000 rpm. The centrifugation speed is quite high for regular serum samples. A general reagent or analyzer problem was not detected because the qc before the event was within the specified ranges. The investigation determined the event was consistent with sample quality issues. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable hcg+beta elecsys results from three patient samples tested on the cobas 6000 e 601 module. Patient sample 1 on (B)(6) 2025, the initial result from the module was 0.800 miu/ml. On (B)(6) 2025, the repeat result from a cobas pure e 402 analyzer was 2034 miu/ml. Patient sample 2 on (B)(6) 2025, the initial result from the module was 0.800 miu/ml. The patient questioned the initial result, prompting the patient's sample to be rerun. On (B)(6) 2025, the repeat result from a cobas pure e 402 analyzer was 2035 miu/ml. Patient sample 3 on (B)(6) 2025, the initial result from the analyzer was 0.800 miu/ml. The patient questioned the initial result, prompting the patient's sample to be rerun. On (B)(6) 2025, the repeat result from a cobas pure e 402 analyzer was 2025 miu/ml.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e 601 module is (B)(6). The investigation is ongoing.